Manufacturer narrative:
Follow-up #1: date of submission 05/01/2017 device evaluation: the device has been returned and evaluated by product analysis on 04/05/2017 with the following findings: the pump's black box showed that the pump was manually suspended on (B)(6) 2017 at 00:32, followed by a replace battery alarm on (B)(6) 2017 at 14:23 and a pump reboot at 14:33. Insulin deliveries resumed on (B)(6) 2017 at 14:39. A replace cartridge alarm was recorded on (B)(6) 2017 at 06:32; the next prime was recorded at (B)(6) 2017 at 10:22. The pump was exercised for 24 hours with a 2.0u/hr basal rate; at the end testing the basal history correctly showed 2.0u and the total daily dose showed 48.0u. The recorded total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within range. The alleged issue could not be duplicated.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2017 the reporter contacted animas, alleging a history settings issue. The reporter stated that the patient had a blood glucose (bg) of 964mg/dl polydipsia, nausea, vomiting, and symptoms of dehydration. The patient was taken to the hospital. They were treated with insulin via injection and IV fluids. Customer support (cs) completed troubleshooting and it was noted that the basal history does not match the active basal program. This report is being made due to the bg excursion the patient experienced due to an alleged history settings issue.